Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two attune spacer blocks broke during surgery, all pieces were retrieved, none were used on the patient. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.